Event description:
The patient is status post left-sided breast reconstruction and right side partial reconstruction with augmentation after lumpectomy.(this took place approximately 7 years ago, and was not performed at our facility, so no notes are available on this surgery).a recent physical exam noted a right deflated implant, left firm and rippled, clinically consistent with capsular contracture, right breast clinically consistent with deflation.again both secondary after breast reconstruction for breast cancer. The or notes state: history of left breast cancer and left breast reconstruction with right-sided lumpectomy and augmentation for asymmetry.current diagnoses of right-sided deflated implant and left-sided capsular contracture surrounding reconstructed implant.